Manufacturer narrative:
The device was not returned to edwards for evaluation. Therefore, the clinical observation was unable to be confirmed. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In this case, there is no information to suggest the valve was the source of the infection and a definitive root cause cannot be determined at this time. However, the device history record (DHR) review is in process. If additional information becomes available, a follow up report will be submitted. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm aortic valve was explanted after an implant duration of thirty-seven (37) days due to endocarditis (root cause of infection staph epidermidis undetermined) which led to dehiscence of the prosthetic valve. At explant, an inadequate adhesion at the level of the non-coronary and right coronary sides was observed, two sutures were detached, and a large dehiscence at the non-coronary and left coronary sides was noted. The patient had a pacemaker which was explanted during the procedure. A 25mm magna ease valve was implanted as a replacement. The patient condition was reported as hospitalized (stable). The valve was not returned for evaluation. Customer is conducting analysis of the valve.